Event description:
The customer appeared to be in a hypoglycemic coma; the customer's family contacted the ambulance and treated her with oral syrup. The customer was tested on the performa nano system and received a result of 8.9 mmol/l. Within 10 minutes the customer tested 1.3 mmol/l on the ambulance meter. The customer was treated with glucose injections and hypoglycemic symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.